Event description:
It was reported that during perfusion, message code 390 (low arterial flow) was delivered to the user. The user expressed that the message code is an unreliable data point and that the concern is never valid. It was noted that the message code would pop-up and then self-resolve. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
Investigation of the reported event is pending.